Manufacturer narrative:
There was no patient injury reported. Information was limited to the regulatory report. No end user contact information was available for follow up or the ability to obtain the product for investigation. The lot number provided relates to a lot manufactured by bd. Bd reviewed the batch documentation and no discrepancies were found. According to the complaint form, no product is available for return to argon facility. Therefore, a definitive root cause cannot be stated without the returned of the device. There are many potential causes for catheter damage which could lead to breakage. The IFU includes several guidelines to mitigate the occurrence of breakage. Catheters are 100 percent inspected at various stages of the manufacturing process. A pressure test is performed on all catheters during manufacturing to ensure the catheters can withstand the pressures and forces when utilized within the instructions for use. A control pull test is also performed per the specifications to ensure catheter strength and integrity.

Event description:
(B)(4). "Child with PICC in the left jugular, nursing applied the serum catheter with syringe and sf 0.9% this time PICC breaks without having been made some effort. Child was in serious condition and was required another procedure for new invasive catheter passage."